Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2025 [related manufacturer reference number:1627487-2025-01376 and 1627487-2025-01375], the physician was unable to remove the s1 lead and cut it. The lead remains implanted but is inactive.